Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the fallopian tubes are sectioned to reveal hypercoiled wire embedded within both fallopian tube lumens extending into myometrium of fundus') and vaginal polyp ('surgery (other) type of surgery: removal of polyp from vaginal area') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included genital herpes simplex, bipolar disorder, hypertension, post-traumatic stress disorder and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal polyp (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches\pain"). In (B)(6) 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in my mouth") and fatigue ("fatigue"). In 2017, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), acne ("rashes or skin conditions type: acne"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog") and endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ vaginal pain during intercourse") and constipation ("constipation"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/ headaches"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), depression ("psychological or psychiatric problems condition: depression, anxiety") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). The patient was treated with alprazolam, alprazolam (xanax), doxycycline hyclate, metronidazole, quetiapine fumarate, sertraline and surgery (removal of polyp from vaginal area and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, vaginal polyp, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, back pain, mood swings, dysgeusia, depression, anxiety, acne, urinary tract disorder, bladder disorder, migraine, nausea, feeling abnormal, fatigue, constipation, endometriosis, alopecia, arthralgia and headache outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: result: she didn't give me any results.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: bacterial vaginosis, anxiety, nausea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the fallopian tubes are sectioned to reveal hypercoiled wire embedded within both fallopian tube lumens') and vaginal polyp ('surgery (other) type of surgery: removal of polyp from vaginal area') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included genital herpes simplex, bipolar disorder, hypertension, post-traumatic stress disorder and uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal polyp (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches\pain"). In (B)(6) 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in my mouth") and fatigue ("fatigue"). In 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract / vaginal) type: bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), acne ("rashes or skin conditions type: acne"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog") and endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ vaginal pain during intercourse") and constipation ("constipation"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/ headaches"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), depression ("psychological or psychiatric problems condition: depression, anxiety") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). The patient was treated with alprazolam, alprazolam (xanax), doxycycline hyclate, metronidazole, quetiapine fumarate, sertraline and surgery (removal of polyp from vaginal area and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, vaginal polyp, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, back pain, mood swings, dysgeusia, depression, anxiety, acne, urinary tract disorder, bladder disorder, migraine, nausea, feeling abnormal, fatigue, constipation, endometriosis, alopecia, arthralgia and headache outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal polyp to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: result: she didn't give me any results. Concerning the injuries reported in this case, the following one/ ones were described in patients medical record: bacterial vaginosis, anxiety, nausea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received : event "the fallopian tubes are sectioned to reveal hypercoiled wire embedded within both fallopian tube lumens", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.